Event description:
It was reported to philips that the device lost geometry movements. The device was in clinical use at the time of the event. No harm was reported. A philips field service engineer (fse) visited the site and determined the geometry computer failed. After replacing the geometry computer, the device was returned to expected functionality. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips remote service engineer (rse) called customer and confirmed that the device lost geometry movements. Review of the system log file showed malfunctioning geo-pc. The field service engineer (fse) went onsite and found the control pc such as the arm was not running. Upon functional testing, fse found that the front power button did not respond, and the power cable was 230v, so fse confirmed it to be a geo pc failure. To resolve the issue, fse replaced geo pc. After replacement of geo pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method codes were corrected.